Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. A functional test was performed, and it failed. The log was unable to be downloaded. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) correction "receiver charged and will boot: failed due to perpetual rebooting. A voltage test was performed, and it failed. Confirmation of the complaint was not confirmed via product."

Event description:
The receiver failed to charge and reboot. The receiver case was opened and failed. The allegation was undetermined.